Event description:
The customer reported the unit has error code message of data acquisition (da) pcba adc failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The customer did not provide the event date but indicated that the reported issue took place during preventative maintenance (pm). The customer indicated that there was no patient involvement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned for failure investigation (fi); therefore, no root cause could be determined.